Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt's wife heard the pt yell for help. The pt was found down with the pump disconnected. A call to 911 was placed and when the fire department arrived, they connected the pump. Emergency medical services (ems) then arrived and they attempted resuscitation and reported the pt's ICD firing. The pt was taken to the emergency room (ER) where the pt was pronounced dead. An autopsy was not performed; therefore, the pump will not be explanted.

Manufacturer narrative:
According to the information provided to the MFR, the lvad was not explanted. No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.